Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a power error detected. The customer¿s blood glucose level was 179 mg/dl. The customer stated that they had issues with insulin pump received power error detected alarm. The troubleshooting was performed and was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that the power error detected recurred within a week of the troubleshooting previous occurrence. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed power error detected. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.